Event description:
The reporter indicated that during implant testing, p-wave sensing was seen during the max-imum sense test. The maximum sensitivity was programmed to 0.65mv. Fibrillation was induced. Detected appropriately and terminated. The device reported sensitivity at fib detection was 0.45mv. A re-inquire confirmed the device was programmed to 0.65mv.